Manufacturer narrative:
The reported complaint could not be confirmed. The field service representative (fsr) could not duplicate the reported complaint. The fsr found that the display was functional upon arrival. The display was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was blank. The system was rebooted and the issue was resolved. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.